Event description:
It was reported following exposure to a theft detector or security gate the patient felt a shocking or jolting sensation, and the stimulation was turning off. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Lead: model 3093-28, lot #v234161, implanted: (B)(6) 2009, programmer: model 3037, serial #(B)(4).